Event description:
It was reported that the customer's that battery's thread and case is broken. The customer's blood glucose is unknown. No further information is reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and broken battery tube threads.